Manufacturer narrative:
All returned screws were examined visually under magnification, there were no outstanding concerns regarding the screws. Each screw had minimal damage/scratches, likely from insertion or removal. Additional mdrs associated with this event: 3025141-2020-00241 follow up 1: plate 1, 3025141-2020-00242 follow up 1: plate 2, 3025141-2020-00243 follow up 1: link screw, 3025141-2020-00277: screw 1, 3025141-2020-00278: screw 2, 3025141-2020-00279: screw 3, 3025141-2020-00280: screw 4, 3025141-2020-00281: screw 5, 3025141-2020-00282: screw 6, 3025141-2020-00284: screw 8, 3025141-2020-00285: screw 9, 3025141-2020-00286: screw 10, 3025141-2020-00287: screw 11, 3025141-2020-00288: screw 12.

Event description:
Patient experienced a fracture that was treated surgically with competitor's products. The fracture became infected and a secondary fracture formed in the old screw hole in radius. An acumed plate (long aculoc 2 vdr plate) was implanted with an extension plate and the linkage screw. At 8 weeks post op, the patient came to the doctor as they felt the linkage screw fail when they lifted a small dog. The plates and all screws were explanted.